Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 2/12/21; evaluation of the unit is in process. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available about the fluids used during the procedure. Certain infusates are contraindicated and may lead to clot formation inside the heat exchanger. The manufacturing records for this lot number were reviewed and no anomalies were identified. It was reported that another rapid infuser was used to complete the case; no patient injury was reported. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that the belmont rapid infuser, ri-2 exhibited an "over temperature" alarm during a case. Another rapid infuser was brought in to complete the procedure.